Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: screen became noisy. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the abnormal image and the noisy screen was damage to the ultrasound plug unit. The conclusion was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had an abnormal image. The issue was found during the inspection for use. There were no reports of patient involvement.